Event description:
Healthcare professional later reported right side capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Red particles were observed on the shell. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "need to have their implant replaced as they are encapsulated for a number of years and one is now distorted." Later reported pain and twisted is on left side and "the capsular was diagnosed after I attended an appointment with dr khan after my left implant moved and my breast was deformed. Dr. Khan advised me after examination that both left and right implants were capsulated although the left one was worse. I do not know the baker grade of the implants although I was advised that they would need to be removed for medical reasons." Device has been explanted and replaced with non allergan device. This record is for the right side.